Event description:
During the first hour of hemodialysis treatment a leak was noticed at the bonded joint between the main tubing and bottom port of venous chamber. A new bloodline was set up and treatment resumed. MDR is filed for ebl= 110cc. No pt injury or need for medical intervention is reported.